Event description:
It was reported by service report that the siderail could not be locked in the upright position. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.